Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had liquid leakage. This was identified during storage. The device was filled with fluorouracil and 0.9% normal saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the device was manufactured from may 29, 2019 - may 31, 2019. H10: the sample evaluation was completed. The actual sample was received without fluid in the bladder because the tubing line had been cut by the customer to drain the fluid out of the bladder. Visual inspection revealed that the blue winged luer cap was slightly untightened. The tubing line was subsequently reconnected and a functional leak test was performed by filling the bladder with green colored water. After the fill, a leak was observed at the untightened blue winged cap only. The blue winged cap was then securely tightened by manually twisting the cap until the cap cannot be twisted further and the sample was monitored until the next day at which time no leaks were observed. Based on the analysis finding, the sample was determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.